Event description:
It was reported that prior to use with bd angiocath plus¿ i.v. Catheter the tip of the catheter was discovered to be split. The following information was provided by the initial reporter: before use to the patient, the user confirmed that the tip of catheter was damaged. Replaced it with a new catheter. Additional information received from customer: may I know if you have additional information on what kind of damaged detected on the catheter tips? => catheter tube tip split.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that prior to use with bd angiocath plus¿ i.v. Catheter the tip of the catheter was discovered to be split. The following information was provided by the initial reporter: before use to the patient, the user confirmed that the tip of catheter was damaged. Replaced it with a new catheter. Additional information received from customer: may I know if you have additional information on what kind of damaged detected on the catheter tips? Catheter tube tip split.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.